Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective foot switch connection, and defective analog interface pcb. Both components were replaced. Additionally, there was contamination of the ifb pcb that was repaired. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system displayed an ifb reset error code.